Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device warmed up when in use. The hcp noted that it happened multiple times and the device was used for veterinary. There was no known impact.

Manufacturer narrative:
Analysis found that the customer's complaint of overheating could not be confirmed since the handpiece could not be tested due to corrosion and loud grinding noise in the collet. The collet was replaced and the device was repaired, cleaned, tested and passed all manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow-up, it was mentioned that the device was being used to decorticate/ remove disc from the spine and overheated within a few minutes during the procedure. There was no additional non-routine actions taken. The case was completed. There was no patient impact.